Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a lead migration/dislodgement was identified and the cause was not determined. It was noted to have been related to the device or therapy. No patient symptoms were reported. No further complications were re ported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1dvp9 serial# implanted: (B)(6) 2017 explanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the patient experienced a reduction in efficacy and stimulation which they thought may be due to a ride on a roller coaster because the two events happened in close proximity to each other. The roller coaster ride may have contributed. Impedance was ok at pre op and lead migration was expected by implanting physician. Reprogramming with multiple electrodes was attempted to restore efficacy, but failed to provide adequate response. The patient rode a mild roller coaster and experience a loss in therapeutic affect in close proximity to that event. Additional information received reported that there was a lead migration and the issue resolved without sequelae on (B)(6) 2018. Interventions included an entire system explant/replacement on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1dvp9, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a lead migration/dislodgement. Device interrogation resulted in a lead miscommunication on (B)(6) 2017. Imaging showed a lead dysfunction on (B)(6) 2017. The patient came in for an adjustment at which time, it was determined that half the electrode pairs were miscommunicating through an impedance test. It was stated that the patient went on a roller coaster ride. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1dvp9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that they did intend to return the explanted device, but the device was disposed of and never left the operating room.